Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the depth gauge was reported to have a chip on the inside of the gauge restricting the ruler from moving smoothly into and out of the sleeve. There was no patient consequence. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: investigation selection. Investigation site: bettlach. Selected flow(s): device interaction/functional. Visual inspection: the part has been returned unpacked and outside the original depuy synthes packaging. No traces of use were visible. The laser marking is readable, and the part marking matches with the device and lot number in the complaint description. Functional test: as part of the complaint investigation a functional test for the depth gauge was performed manually. It¿s the same test, that is done during the production according to inspection sheet se_498280 rev. Ab. The function of the knurled nut and motion of the scale body have been tested manually. The knurled nut can easily be tightened and loosened. The scale remains fixed when knurled nut tightened. After loosening the knurled nut, the scale moves freely. The returned device has a smooth action with the scale moving in and out freely by adjusting the knurled nut. Dimensional inspection: the critical dimensions which are relevant to the complaint condition was checked and are within the specification. No deviations were founded. Document/specification review: a manufacturing record evaluation was performed for the affected work order. Where no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. The DHR review of the subcomponent was also done and no non-conformance, abnormalities nor deviations relevant to the complaint condition were identified. A 100% manual functional test was performed during the assembly of the article and was documented in the inspection sheet. Based on the inspection of the DHR, no deviations were detected in this process step. Summary: the received condition of the complaint does not agree with the complaint description since the returned device passed the functional manual test. Therefore, this complaint is rated as not confirmed. A dimensional check was done on the features relevant to the complaint condition and were found within specification. In addition, the functions of the part were inspected and documented 100% during the production and no deviations were found in the manufacturing documentation. Hence, no manufacturing related issues were detected and consequently, no further action was taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 319.010 . Lot: 19p2271 . Manufacturing site: bettlach. Release to warehouse date: oct 23, 2019. A manufacturing record evaluation was performed for the finished device part: 319.010, lot:19p2271 , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.